Manufacturer narrative:
Section a(date of birth): correction. Section d10: correction. Sections b5, d11: additional information. Manufacturer's investigation conclusion: the reported event of a replace controller / driveline power fault alarm was confirmed; however, it was revealed that the returned system controller (serial number (B)(6), was unrelated to the cause. All log files associated with this complaint, as well as the root cause of the alarms, have been addressed via the modular cable¿s investigation (related manufacturer report number 2916596-2020-06160). However, upon testing the returned system controller, it was revealed that its green leds that signify whether the pump is running were observed to be dim. The root cause of the dim leds was unable to be conclusively determined ¿ this issue is being addressed via a corrective action. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolved alarms that sound from their system controller, including driveline power fault alarms. The heartmate 3 patient handbook (section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number 2916596-2020-06160.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline power fault alarm. There was also a replace system controller alarm. The alarm was cleared, and immediately reoccurred. The patient also had visible damage to the external portion of their driveline. A log file was reviewed, which showed on 05oct2020 a controller fault which was due to a controller fuse opening. This caused the driveline power fault. The file shows the alarm was cleared, and returned. The controller and the modular cabler were exchanged. It was noted that this resolved the issue. The patient had intermittent dizziness, and low maps during the event. There was no interruption in pump support during this event.